Manufacturer narrative:
One cadd solis vip pump was returned for analysis. The error was confirmed in the event history log. A disposable cassette was attached and used for all functional tests which failed. The downstream sensor found to be defective and will be replaced.

Event description:
Information was received indicating that the cadd solis vip pump a constant cassette alarm. There was no patient involved.